Event description:
It was reported that this implantable pacemaker triggered an automatic lead safety switch (lss) from bipolar to unipolar due to a right ventricular (rv) lead pace impedance measurement greater than 2,000 ohms. The presenting electrogram (egm) shows no oversensing and normal range impedances with some fluctuations up to 900 ohms range. Technical services (ts) also observed three values just below 1,800 ohms during the previous three months. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service. It was also reported that another automatic safety switch was triggered about two weeks later, due to high out of range pace impedance measurements greater than 2,000 ohms and noise. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker triggered an automatic lead safety switch (lss) from bipolar to unipolar due to a right ventricular (rv) lead pace impedance measurement greater than 2,000 ohms. The presenting electrogram (egm) shows no oversensing and normal range impedances with some fluctuations up to 900 ohms range. Technical services (ts) also observed three values just below 1,800 ohms during the previous three months. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service. It was also reported that another automatic safety switch was triggered about two weeks later, due to high out of range pace impedance measurements greater than 2,000 ohms and noise. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device system remains in service.